Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was not reported and it was not reported if the patient was hospitalized prior to passing away. It was not reported if peritoneal dialysis therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.